Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had their initial wire changed a few months prior to report. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 7482, explanted: (B)(6) 2013, product type: extension. (B)(4)

Event description:
Additional information received reported that the pocket was determined to be infected by visual examination and on (B)(6) 2013, the extension cables were cut to avoid infection reaching the electrodes. The device and the remaining parts of the extension cables were explanted. On (B)(6) 2013, the patient was implanted with a new device and extensions and received effective therapy again.